Event description:
It was reported that the right ventricular (rv) lead connected to this cardiac resynchronization therapy defibrillator (crt-d) triggered an alert for a high out of range shock lead impedance (sli). The pace impedance measured about 127 ohms. The rv lead is from another manufacturer. Pacing thresholds and other lead diagnostics were normal and there were no reported patient symptoms. The patient was to be monitored. Technical services discussed that if the sli gets to 145 ohms or greater, that the shock energy truncates and they should think about changing the lead. The product remains in service. If additional information is received, this report will be updated.

Manufacturer narrative:
The evaluation conclusion code was updated.

Event description:
It was reported that the right ventricular (rv) lead connected to this cardiac resynchronization therapy defibrillator (crt-d) triggered an alert for a high out of range shock lead impedance (sli). The pace impedance measured about 127 ohms. The rv lead is from another manufacturer. Pacing thresholds and other lead diagnostics were normal and there were no reported patient symptoms. The patient was to be monitored. Technical services discussed that if the sli gets to 145 ohms or greater, that the shock energy truncates and they should think about changing the lead. The product remains in service. If additional information is received, this report will be updated.